Manufacturer narrative:
Correction information was provided in d.10. Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified cartridge and non qualified viscoelastic were indicated. It is unknown if a qualified handpiece was used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. The implantation was in 2022. The lens remains implanted. Each lens is subjected to a 100 percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. File will be reopened if new information or the sample is returned. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure the patient had iols with significant glistening's that seem to be visually significant. The symptoms continued. There are two medical device reports associated with this patient. This report is associated with the right eye.